Manufacturer narrative:
The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter serial number (B)(4) compared to a laboratory test with a dade innovin reagent. The result from the meter on (B)(6) 2021 at 11:10 am was 5.0 inr. The result from the laboratory at 11:55 am was 3.77 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests at least monthly.